Event description:
It was reported that a key on a pump keypad was stuck and that no letters could be entered during programming. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found all keys inoperable except the 2nd soft key due to a torn flex. This failure mode does not provide any use opportunities to program delivery parameters nor start an infusion.